Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture(grade unknown), rupture.

Event description:
Healthcare professional reported right side ¿rupture¿ and ¿capsular fibrosis grade unknown¿ diagnosed by palpation. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: the device has no openings. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted.